Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent was retrieved with a snare loop. Device issue: stent dislodgement. It was reported that during a routine case, as the rx mini vision stent delivery system (sds) was being advanced to the circumflex artery, the stent came off the balloon. The stent was successfully retrieved from the patient's anatomy with a snare loop. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident information; however, the sds was not returned for analysis. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. There was no damage to the sds reported as being noted prior to use. However, without the device to examine, no determination can be made as to the root cause of the reported dislodged stent in this case.